Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A nurse reported that her patient has had an aspira pleural drainage system for approximately 6 months. It was stated that recently the catheter seems to have slightly dislodged but the patient is not currently experiencing any pain, shortness of breath, or any other symptoms. She states the patient does not seem to need to be drained very often anymore. The nurse was advised to contact the patient¿s doctor regarding dislodgement.